Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they hadn't been using their stimulator in quite some time because they weren't in pain. Patient did mention their buttocks where their implant was installed burned bad and the issue had been going on for years. Patient was told that the whole thing moved; agent understood this as the implant. Patient mentioned the reason why they got the implant installed was because they experienced excruciating pain and arthritis throughout their spine. Patient was given medications and different treatments as well as physical therapy. Patient mentioned they never recovered but agent had difficulty understanding the patient. Patient was diagnosed with breast cancer and they wanted to give the patient an MRI but because of the spinal cord stimulator they couldn't. Patient just had a stroke and needed an MRI to find out if they were hemorrhaging on the brain. Patient was presenting some issues as of late and it didn't bother them before they started getting sick. Patient also had 2 hip replacements. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Agent reviewed MRI information. Patient lost their 'charger'. Patient would call back later once they had their equipment to figure out which equipment needed to be replaced.